Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. On the same day, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event is unknown. The patient was on a two week regimen of unspecified intraperitoneal antibiotics. At the time of this hospitalization, the patient was also diagnosed with and treated for unrelated medical conditions. The patient was discharged from hospital thirteen days after admission. At the time of this report, the patient was recovered from the peritonitis event. It was reported dianeal therapy was ongoing through the use of manual supplies. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.